Event description:
Customer has a set that leaked; no other information was provided. There was no report of patient harm or medical intervention.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.